Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 20 mg/dl , 50 mg/dl, 27 mg/dl at the time of the incident. Current blood glucose was 327 mg/dl the customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with pint of orange juice and some glucose tablets . Customer will be returned device for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Drive support cap was inspected and no anomaly was noted. Device received with corroded battery tube noted.